Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to reproduce the reported problem. Fse ran a preventative maintenance carriage strength procedure and the 0-degree endoscope plus passed functional test. Fse test drove the system, and it validated ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the 0-degree endoscope plus on universal surgical manipulator (usm3) rotated on its own. The technical support engineer (tse) could not find any associated error in the logs. The procedure was completed with no reported injury.